Event description:
User stated she was running patient samples and started getting erratic ise results and ise alarms on the results. The results were not reported and she repeated them on the other cobas c501 analyzer. The first patient had a potassium result of 4.5 mmol per l which repeated on this analyzer as 7.1 mmol per l. She then ran the sample on the other analyzer and it was 3.4 mmol per l. The next sample had potassium of 0.5 mmol per l initially and was 4.0 mmol per l when manually run on the other analyzer. The sodium for this sample was 30 mmol per l initially and was 141 mmol per l when manually run on the analyzer. Neither patient was adversely affected. The user discovered that the sipper nozzle tubing had become disconnected so she reattached it then, did the calibration, which failed. The technical support specialist instructed the user to perform a reagent prime and confirm all the air was removed from the sipper syringe. He also told her to then run 5 - 10 dummy samples of activator to coat the electrode membranes with the protein matrix. The user said the issue was resolved by performing the corrective maintenance and recalibrating.